Event description:
It was reported that "guidewire was damaged during procedure. After insert the guidewire, it did not progressed and when the doctor withdrew it the tip was damaged. Apparently it was the technique used that damaged the catheter. We need confirmation."

Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) of rewk0043 showed no other similar product complaint(s) from this lot number.